Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 416 mg/dl at the time of incident. Customer stated they received a change sensor alert after a calibration not accepted alert. Customer also reported they had sensor with inaccurate readings that led to suspension of basal. The sensor will be returning.